Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient couldn¿t use their programmer to turn on the implantable neurostimulator (ins) after they discharged the battery. They could fully recharge the battery, but they couldn¿t turn on the ins. The patient programmer was showing a screen with the symbol of the battery, a man, and a box.